Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the emergency room, backup vvi mode was observed. It was noted that the patient had magnetic resonance imaging (MRI) four days before. The device was explanted and replaced. The patient was stable.